Event description:
It was reported that a cgm error had occurred. There was no adverse impact to the customer's blood glucose level. The technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.